Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements have gradually increased over the last 9 months and are now greater than 125 ohms. A boston scientific technical services consultant discussed the clinical observations and system troubleshooting. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that shock impedance measurements have gradually increased over the last 9 months and are now greater than 125 ohms. A boston scientific technical services consultant discussed the clinical observations and system troubleshooting. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead continued to exhibit increasing and out of range shock impedance measurements. A revision was subsequently performed and the lead was explanted and replaced with a competitive lead. The boston scientific local area representative was contacted and confirmed the explanted lead is being returned for evaluation. No additional adverse patient effects were reported. Additional information was received that the incorrect implant date was submitted on the previous reports. The correct implant date is included in this follow up report.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the return distal segment was performed. Visual inspection identified calcification on the leads shocking coils. Resistance testing was performed and the segment was confirmed to be electrically continuous. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Manufacturer narrative:
It was reported that this right ventricular (rv) lead continued to exhibit increasing and out of range shock impedance measurements. A revision was subsequently performed and the lead was explanted and it expected to be returned. A competitive replacement lead was successfully implanted. The boston scientific local area representative was contacted for return product details and confirmed the lead will be returned for evaluation. This investigation will be updated should further information be provided. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information was received that the implant date was incorrect on the initial report and has been corrected on this supplemental report.

Event description:
It was reported that shock impedance measurements have gradually increased over the last 9 months and are now greater than 125 ohms. A boston scientific technical services consultant discussed the clinical observations and system troubleshooting. The patient will continue to be monitored. No adverse patient effects were reported.